Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the premature stent deployment. The distal inner catheter was found to be fractured indicating that increased friction led to the premature deployment. Potential factors which may have caused or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with rough handling of the device during shipping, storage or preparation. In this case, the premature deployment was discovered during preparation. Reportedly, a 0.018" guide wire was used which also may be a contributing factor to the reported event. Based on the information available, a definite root cause could not be determined. The IFU states: "visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." And "if resistance is met during delivery system introduction, the system should be removed and another system should be used." Furthermore, the IFU recommends the use of a 0.035" guide wire.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during preparation of the stent delivery system prior to entering the patient, the vascular stent was found to be partially released 2 cm. Therefore, the device was not used. Another stent was implanted to complete the procedure successfully. There was no patient involvement and no reported patient injury.